Event description:
According to the distributor's report, the device was used to close an eyelid laceration. During application, the pt moved and adhesive contacted the eye gluing it shut. The pt was sent home. Three days later the pt returned. The eye was shut and red. The pt was rehospitaized and the eye was opened under general anesthesia. The pt is reported doing well.